Event description:
Customer reported the system will not quit fluoroing. No patient injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and could not reproduce the reported problem. Ge rep instructed the customer to ensure that the system is plugged into a dedicated power connection so that good power is provided to the system to prevent it from locking up, or appearing to fluoro, and showed the customer where the fast stop buttons are located. System is operating as intended.